Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient product ID 8598a, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4). Results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump, serial number (B)(4), found miscellaneous alarm anomaly of an undetermined cause. Interrogation of the pump found it was used to infuse morphine, bupivacaine, clonidine and baclofen.

Manufacturer narrative:
Further investigation of the pump serial number (B)(4) resulted in a change of the analysis finding from ¿alarm anomaly with undetermined root cause¿ to a ¿no anomaly¿ finding. Alarm testing guidance was updated and no anomaly was observed.

Event description:
(B)(4). It was reported that 20ml of drug was filled on 2013 (B)(6), and on 2014 (B)(6) 12.7ml of fluid was aspirated. It was stated that based on their calculations, they felt the pump should have been empty or near empty.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.